Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not sure if the load process was completed correctly. Tandem technical support (cts) went through the load sequence a second time with customer and found that the tubing did not appear to be primed with insulin. The customer's blood glucose level was 399 mg/dl at the highest. The customer administered a manual injection and blood glucose was at 271 mg/dl. Cts and the customer completed the fill tubing and fill cannula process of the load sequence. The customer was able to complete the load and resume insulin. Cts followed up with the customer the next day. The customer reported that blood glucose was within target and have been fine.